Manufacturer narrative:
Follow-up #1: date of submission 04-feb-2020 device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2020 with the following findings: a review of the pump¿s black box and alarm history showed evidence of ¿pump not primed warnings with zero force and ¿no cartridge detected¿ warnings. During testing, the pump successfully completed the rewind, load and prime steps without any call service alarms, warnings or issues. No prime issues occurred during testing. The force sensor calibration was found to be within required specification. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.